Event description:
Additional information was received reporting that there were no issues during the procedure prior to the coil non-detachment. It was unknown if there was any pushwire damage after the coil was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach. The patient was being treated for an unruptured saccular aneurysm of the left internal carotid-posterior communicating artery (ic-pc). The aneurysm max diameter was 6mm and the neck diameter was 3mm. Blood flow as normal and vessel tortuosity was moderate. It was reported that the axium coil failed to detach with 3 attempts using the instant detacher (ID). Manual detachment was then attempted but also failed. The coil was then retrieved and a coil of a different size was used. All devices had been prepared per the instructions for use (IFU). It was suggested to change the detacher as it was thought the detachment issue could be related to a defect of the ID but when the physician used the same ID with the replacement coils, detachment was successful without issue and it was determined that there was no issue with the ID. There was no harm or injury to the patient.